Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter read inaccurately high. The pt indicated that the alleged issue started two days prior, at 4:00 pm. He reported blood glucose results of "287 mg/dl" with a lifescan meter and "121 mg/dl" on a hospital meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The pt claimed that he developed symptoms of shakiness, nervousness, and lightheadedness 30 minutes after the alleged issue began. The one touch customer advocate (otca) noted that the pt administered self-care that same evening at around 4:30-5:00 pm by taking an increased dose of diabetes medication. The pt reportedly took 35 units of an unk type of insulin. It would have been helpful to know the following: the pt's testing frequency, his medication and diabetes management regimens, what date/time(s) the reported results were obtained, what actions the pt took before and after the symptoms developed, and why the pt took the insulin although his symptoms can be associated with hypoglycemia. In addition, it would have been helpful to verify what date/time the symptoms started and when the insulin was taken, if he took the insulin before or after the symptoms developed, and if his symptoms got better or worse after taking the insulin. The pt was using a correct technique for testing with the reported meter. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.